Event description:
Approx 35 minutes into bypass, it was noted that the pt's blood was getting very dark, the system was checked and the surgeon ordered the oxygenator changed out. Pt was weaned from bypass on iab support. However, pt later went into ventricular fibrillation and expired.evaluation of the returned device did not reveal any abnormalities. The device performed well as compared to other clinically used and decontaminated devices.